Manufacturer narrative:
Follow-up #1: date of submission: 02/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the black box showed no evidence of temperature issues. The battery voltages were found in the black box to be within specifications. All the pump current draws were measured and were within specification. No overheating issues duplicated during the testing. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find no intermittent connections or moisture damage. The complaint of a temperature issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a temperature (temp - no physical damage) issue. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.